Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted 37 months, displayed an elective replacement indicator and was subsequently explanted. Reliability assurance laboratory testing determined that the battery in this device depleted prematurely.